Manufacturer narrative:
(B)(4). This lot was manufactured january 27, 2015 to january 28, 2015. The device was received for evaluation. Visual inspection noted evidence of leak/backflow at the fillport after the fillport cap was removed from the fillport. Examination on the unit revealed the direct cause of the leak/backflow condition was due to a particle approximately 0.40 square mm in size, located under the checkband. Ftir spectrophotometer scanning identified the particulate matter as acrylic material. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a leak at the filling port. This occurred during filling of the device. There was no patient involvement. No additional information is available.